Event description:
The customer reported the workstation transport handle broke free from the device due to a bolt failure. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation handle was evaluated and replaced. The system was tested and found to be working as intended and returned to service.